Event description:
A patient reported blood glucose results of 5.2, 6.8 and 1.6 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: it was documented that the patient could possibly be "short sampling".